Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two perclose proglide devices are filed under separate medwatch report numbers. Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was not confirmed. In this case it is possible that patient anatomy or user technique contributed to the reported difficulties; however, a definitive cause cannot be determined. The reported treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with three proglide devices using the pre-close technique via a 5f sheath prior to an impella interventional procedure. Reportedly, a cuff miss occurred with all three proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures along with the sutures of one additional proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.